Event description:
This pt was implanted with the argus ii device on (B)(6) 2013. On (B)(6) 2015, the surgeon reported that the pt ws experiencing pain for the past week associated with conjunctival erosion due to exposed nylon sutures at the case and coil. On (B)(6) 2015, the pt underwent revision surgery during which the suture at the coil suture tab was removed. The case tab suture was removed and replaced. Tutoplast was added under the inferior case tab, and the conjunctiva was closed. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
All pertinent info available to second sight medical products has been submitted.